Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose and dehydration on 4:00pm (B)(6) 2018 with 460 mg/dl and blood glucose this morning was 400 mg/dl and then blood glucose was up to 700 mg/dl. The customer treated their high blood glucose with bolus with insulin pump. The customer was wearing insulin pump during hospitalization. The customer declined troubleshooting on insulin pump. The insulin pump will not be returned for analysis.